Event description:
Additionally, healthcare provider noted capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: to be underweight and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the posterior assessed as a surgical impact opening, for the non penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.